Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead tripped the lead safety switch due to an out of range impedance measurement. The field representative was able to create noise with pocket manipulation but the impedances were normal. The sensitivity was raised. There were no adverse patient effects reported.